Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. All batches are released according to the required specifications. A valid lot code would be required for review of the complaint history and further evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the reported adverse event includes a solution quality issue, but this is unlikely as chemistry and microbiology data must meet requirements prior to release of the product. Based on the available complaint information, we can conclude that the disposition of the product remains unchanged. As no product was returned and insufficient product data is available, the complaint could not be verified therefore, no CAPA is initiated. However, further trending is performed. (B)(4)

Event description:
A healthcare professional reported that viscoelastic product was instilled into and, left inside of, a patient's eye. After approximately two days, the patient's eye exhibited uveitis and yellowish flocculus in the anterior chamber which settled on the posterior surface of the cornea. The patient was treated with anti-infective and anti-inflammatory medications. The patient issue is reported as resolved. Additional information has been requested. Additional information was received whereby the viscoelastic solution was instilled into the vitreous body in order to address hypotony. Hypotony and choroidal detachment were stated to have existed prior to surgery. It was reported that the viscoelastic product was not removed from the patient's eye.

Manufacturer narrative:
(B)(4).